Manufacturer narrative:
The first power supply switcher was analyzed, and the reported failure was confirmed. There were errors 417 and 418 in the logs indicating that this unit was failing. The unit was installed into the printed circuit assembly (pca) xi system and the start-up was normal. During testing, the current draws were unstable. The second power supply switcher was analyzed, and the reported failure was also confirmed. The unit was installed into the printed circuit assembly (pca) xi system and it powered on with no error. However, the current was high during the power cycles.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse removed and replaced power supply 1 and 2 due to the 418 error. The fse checked the logs and the error 418 cleared. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a patient side cart (psc) running on battery message appeared. The customer stated they moved psc power cord to different ac wall outlets, but it was still running on battery. The intuitive technical support engineer (tse) asked the customer to verify the psc circuit breaker was on (up). The customer found the psc circuit breaker was off (down). The customer stated the case had been ongoing for hours and the psc circuit breaker had not been touched. The customer requested the psc to be checked. The tse viewed the logs, and found error 817, 818, and 418's on power supply 1 and power supply 2. The surgeon continued with the case robotically. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system started initially with no issues. Until 8 hours, the system had no issues. The procedure continued without any issue after receiving assistance from tech support. There was no patient harm.